Event description:
It was reported that the lead was attempted but not used during the implant procedure. The atrial lead was placed but exhibited high thresholds. The lead was removed. Hemodynamic changes were noted and echocardiogram was performed. Perforation with tamponade was observed due to the lead. A tube was placed to drain the blood in the atrium. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.